Manufacturer narrative:
Should additional info become available regarding this surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009, the pt had an ipp implanted. The reservoir component of the ipp was explanted "approximately 1.5 to 2 months" prior to (B)(6) 2011. It was reported that the reservoir "migrated into bladder." Further info received indicates that the pt had hematuria and erosion of the bladder. The reservoir was reimplanted on (B)(6) 2011. No pt complications were reported.